Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, battery tube threads, display window and case near display window corners noted during visual inspection. The insulin pump passed the functional test including prime/compromised force sensor, displacement, rewind, basic occlusion and excessive no delivery alarm tests. There was no prime anomaly noted.

Event description:
It was reported that the customer could not exit the prime/rewind screen. His blood glucose level was 85 mg/dl. When the customer pressed the act button, insulin came out but the numbers did not appear on the screen. Once the act button was released the insulin pump returned to rewind. He received a finish loading alarm. The product will return. Nothing further to report.